Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve leaks the following information was received by the initial reporter with the verbatim: on (B)(6) 2023, the patient was hospitalized for treatment due to severe pneumonia. During the treatment, intravenous infusion through the infusion channel was required. The nurse used a needleless sealed infusion connector to infuse the patient. During the infusion, a large amount of blood leakage of about 100ml was found at the connector. The needleless sealed infusion connector was immediately replaced after discovery.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿during the infusion, a large amount of blood leakage of about 100ml was found at the connector¿. The product in use at the time is reported to be a 2000e china from lot 22025973. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22025973 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.